Event description:
It was reported that the pt expired. The cause of death is unk. It is unk if an autopsy was performed or if the device was explanted. Several attempts were made to obtain add'l info without success.